Event description:
Dlr states on sn (B)(4) which the joystick was replaced with the color mpj+ joystick on order (B)(4) dated (B)(4) 2012 (6 month warranty applies) that the joystick will not turn on unless you unplug the joystick and then replug it in with the joystick turned on and then the dealer also states that when you turn off the joystick, the display states good bye, but does not turn off and the joystick does not take any drive commands. (B)(4).

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.